Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. Customer did not recall blood glucose at the time of incident. Customer was able to rewind the insulin pump. Customer suspended the insulin pump and the insulin pump alarmed motor error. Customer reports the drive support cap appears normal. Customer stated that the insulin pump was not exposed to high magnetic fields. Customer does not have back up plan. Customer was recommended to use their back plan according to healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor position encoder error alarm on alarm history screen noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and cracked lcd window.